Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge increased from 20% to 32% while disconnected from a power source. Blood glucose level was 290 mg/dl.